Event description:
This lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2011 due to impedance on the lead was up to 1140 ohms from 500 ohms at implant and threshold had increased to 3.5v. Physician chose to implant new atrial lead. The physician was dr. (B)(6) at (B)(6) health centers in(B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).